Manufacturer narrative:
(B)(4). The reported packaged lot number 388344 included manufacturing lot 00385545 (date of manufacture: 02/21/2012) and lot 00386890 (date of manufacture: 03/16/2012). The product was not returned for evaluation. The device history record and sterilization record for this lot has been reviewed and no deviations or non-conformances were found that indicate a process issue occurred during the production and final packaging of the complaint lot that would have contributed to the reported event. No root cause could be identified. (B)(4).

Event description:
As reported by an eye care professional, a female patient had burning while inserting new contact lenses on (B)(6) 2012, after a soak in irisia (lens care solution) the day before. The patient felt intense pain during the event. The eye care professional diagnosed the patient with a complete deepitheliazation of the cornea in the left eye, like a burn. The patient was treated with dacryoserum (borax, acide borique), euronac (acetylcysteine), vismed (hyaluronate de sodium). It was reported that the visual acuity of the patient before and after the incident was 10/10. The patient reported the eye was healing and recovery is expected. No ulcers or infiltrates were reported.